Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was received in two sections as a result of a break in the distal extrusion at 5mm distal to the port site. An examination of the break site found that the shaft was stretched. There was a large build up of solidfied blood present inside the inflation lumen and balloon. The balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a shaft fracture occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the left internal mammary artery. A 15mm x 1.50mm apex flex monorail balloon catheter was advanced and significant resistance was encountered during the procedure. During use "the shaft of the balloon broke inside the patient". The physician removed the catheter without issue. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty a shaft fracture occurred. Vascular access was obtained via the left radial artery. The target lesion was located in the left internal mammary artery. A 15mm x 1.50mm apex flex monorail balloon catheter was advanced and significant resistance was encountered during the procedure. During use "the shaft of the balloon broke inside the patient". The physician removed the catheter without issue. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.